Event description:
Failed angioseal; distal foot plate would not appropriately deploy inside the vessel and the collagen plug pulled through artery during attempt to close arteriotomy. Therefore, the angioseal device was never deployed. It was removed intact from the body with manual compression held with good hemostasis.